Manufacturer narrative:
H10 the blower assembly was replaced to resolve the issue. The information provided by the evaluation determined the device failed to meet specifications. Following the repair, the device was returned to the customer to be placed back into service. H11 g1: contact information updated

Manufacturer narrative:
Date of event: (B)(6) 2021. 08mar2021.

Event description:
The customer reported no flow from the blower as well as errors patient circuit occluded and oxygen not available. There was no patient involvement. The remote service engineer (rse) advised the customer to attempt to dial in flow and pressure utilizing the v60 diagnostic screen. The customer is reporting the unit stays at 3000 rpm. The rse advised the customer the recommended repair is the v60 blower replacement.